Manufacturer narrative:
Per device registration the pump was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving sufentanil 2000mcg/ml, 300mcg/day clonidine 1000mcg/ml at 150mcg/day and bupivacaine 20mcg/ml at 3mg/day. The reporter provided additional information from their drug printout that said: ¿1000 mcg/ml pfns, intrathecal refill 300.4 mcg/day¿. The indication for use was spinal pain. On (B)(6) 2019 the patient reported a code on their ptm (personal therapy manager). The code was 8476 (motor stall). The patient stated that the code started either today or the last couple of days but he didn't have his glasses on so he wasn't sure. The patient usually doesn't use his ptm because he uses vicodin and usually feels ok but he has been in a lot of pain so he decided to use the ptm for a bolus. The patient stated he was always in pain and clarified that the pump definitely helps for his pain and was not making an allegation regarding his therapy. The patient was currently not feeling well and feeling kind of dizzy. The patient doesn't think the pump was alarming but he did hear something before but thought it was the cement truck that was doing work outside his home. The patient was asked if he recently had an MRI and he stated he did have an MRI in (B)(6) and went through airport security about a month ago. The patient had a refill appointment on (B)(6) 2019 and would follow up with the healthcare provider. Additional information was received the same day from a healthcare provider via a company representative who reported that a motor stall was seen at initial interrogation. The stall was active. The patient was having withdrawal and was having excruciating pain and nausea. The patient was being given IV fentanyl for the withdrawal. The pump off passcode was requested and the pump was turned off. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found corrosion/wear/lubrication on the pump motor gear train and also a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that since the pump failure in (B)(6) 2019 they have had atrial fibrillation because of the withdrawal. The patient¿s cardiologist was going to do a cardioversion to correct the atrial fibrillation. No further complications were reported or anticipated regarding the event.